Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2020, during an open reduction internal fixation (orif) procedure for a patient with an olecranon fracture and with a hard bone, the drill bit broke off and remained in the bone. The surgeon left the piece of the drill bit in the bone and an attempt was not made to remove the broken piece. There was no surgical delay and the procedure was completed successfully by using a second unknown drill bit in the set. There was no patient consequence reported. This complaint involves one (1) device.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an open reduction internal fixation (orif) procedure for a patient with an olecranon fracture and with a hard bone, the drill bit broke off and remained in the bone. The surgeon left the piece of the drill bit in the bone and an attempt was not made to remove the broken piece. There was no surgical delay and the procedure was completed successfully. There was no patient consequence reported. This report involves one (1) 2.0mm drill bit with depth mark/qc/140mm. This is report 1 of 1 for (B)(4).